Event description:
Post left heart catheterization on bedrest x 2 1/2 hours after angioseal deployment-sat on side of bed x 10-15 minutes prior to ambulation walked about 100 feet: sudden arterial bleeding. Pressure to site x 20 minutes then 4-5 more hours of bedrest prior to discharge.